Event description:
Pt self tester calling to report alleged discrepant low reading between her inratio meter and the lab. Inratio=4.5 vs lab = 5.5 one minute apart. Pt's therapeutic range is 2-3.

Manufacturer narrative:
Investigation pending.